Event description:
Cms (B)(4), windchill (B)(4) as per (B)(4), although the event occurred utilizing the ortho vision biovue analyzer, if the phs event could recur on the FDA cleared instrument, then the event should be reported. Ortho vision biovue analyzer, us equivalent product is the ortho vision ID-mts analyzer. A customer contacted ortho global technical solution center (gtsc) on (B)(6) 2024 to report what was described as 3+ reactions for d(rh1) antigen typing being automatically accepted by their ortho vision biovue analyzer (B)(6) (equipped with software version v5.15.0) for one patient using ortho biovue system abo-rh/reverse grouping cassette lots abr498j and abr509f. Complainant name/complaint reporter name: (B)(6), senior biomedical engineer. Events dates: (B)(6) 2024. Reagents: ortho biovue system abo-rh/reverse grouping cassette (lots abr498j and abr509f). Patient information: female. Blood group: b(abo2); phenotype: ccee; k negative; cw negative. Date of birth (B)(6) 1998. Sample ID (B)(6) (sample 1) from (B)(6) 2024. Sample ID (B)(6) (sample 2) from (B)(6) 2024. 18th week of pregnancy on (B)(6) 2024. Edd (expected delivery date) (B)(6) 2025. No further detail provided. The customer said that on (B)(6) 2024, they had tested patient sample 1 for d(rh1) antigen typing using ortho biovue system abo-rh/reverse grouping cassette lot abr498j in combination with their ortho vision analyzer (B)(6) and that they had obtained a 3+ reaction strength with the ortho biovue anti-d(rh1) reagent. A screenshot of the corresponding laboratory information system (lis) test result screen confirming the above information was provided. The result was automatically accepted by their ortho vision analyzer as the default threshold for the rhd typing was at 2+. The customer said that on (B)(6) 2024, they had tested patient sample 2 for d(rh1) antigen typing using ortho biovue system abo-rh/reverse grouping cassette lot abr509f in combination with their ortho vision analyzer (B)(6) and that they had obtained a 3+ reaction strength with the ortho biovue anti-d(rh1) reagent. A screenshot of the corresponding laboratory information system (lis) test result screen confirming the above information was provided. The result was automatically accepted by their ortho vision analyzer as the default threshold for the rhd typing was at 2+. The customer reported that the positive d(rh1) antigen typing results obtained on respectively (B)(6) 2024 were automatically uploaded to customer laboratory information system and consequently provided to the physician on the same days. The customer reported that patient sample 2 from (B)(6) 2024 was sent to their reference laboratory (nhs birmingham) because of a positive antibody screening test obtained on (B)(6) 2024 at customer site. The reference laboratory tested also this sample for d(rh1) antigen typing on (B)(6) 2024 using an alternative commercially method. The nhs analyzer result report provided by the customer, shows that the d(rh1) antigen typing was performed using two different anti-d(rh1) reagents present in the testing card, resulting in 3+ reactions strength for both competitor anti-d(rh1) reagents triggering an interpretation as weak/partial d. The reference laboratory reported on(B)(6) 2024 to the customer a d(rh1) antigen negative (variant) for this patient with the following statement: "this patient is typed as a partial d and should be regarded as d negative." No further detail was provided. The customer reported that the nhs result was missed to be provided to the physician on (B)(6) 2024. No further detail was provided. The customer reported that following a sensitizing event (fetoscopy performed at 27th week of pregnancy), it is understood that the customer provided the rhd negative (variant) result obtained by their reference laboratory for this patient to the physician on 28th week of pregnancy. It is further understood that as a consequence, the patient received a prophylactic anti-d injection at 28th week of pregnancy. No further detail was provided. The customer confirmed that patient did not build an anti-d(rh1) antibody as a result of the sensitizing event (fetoscopy). Thus, it is concluded that the patient was not harmed.

Manufacturer narrative:
The customer confirmed that: reagent quality control tests were run on the days of the reported events and that the results were as expected on these days. Cassette storage conditions are in alignment with the ortho biovue system abo-rh/reverse grouping instructions for use. Sample centrifugation protocol is in alignment with the ortho biovue system abo-rh/reverse grouping instructions for use. The ortho biovue system abo-rh/reverse grouping cassette instructions for use state: "the anti-d (anti-rh1) reagents are serologically equivalent and can detect most examples of weak and partial d (including weak d types 1, 2, 3 and 4.0 and d categories ii, iii, IV, v, vii, dbt and rohar .) These reagents, however, may exhibit different serological activity when compared to other anti-d reagents." Based on the information provided, it is concluded that the 3+ reaction strengths for d(rh1) antigen typing observed with the ortho biovue system abo-rh/reverse grouping cassettes was consistent with the d(rh1) antigen typing results obtained using the alternative method (3+ reactions). Thus, it is concluded that the ortho products worked as expected. It is further concluded that as the ortho vision analyzer threshold setup was at 2+ for the d(rh1) antigen typing, it caused the results to be automatically accepted, transferred automatically to the lis and reported to the physician as rhd positive instead of d(rh1) antigen negative (variant). Threshold is a user modifiable setup on the ortho vision analyzer. The customer requested guidance to modify the threshold for the rhd antigen typing from 2+ to 3+, to disable automatic acceptance of rhd reaction grades of 3+. Gtsc provided the guidance requested. The modification of the threshold setup for rhd antigen typing from 2+ to 3+ will prevent future similar events. The assignable cause of 3+ reactions for d(rh1) antigen typing for one patient automatically accepted by their ortho vision analyzer is analyzer setup related, the threshold having been being set to 2+, allowing auto-acceptance of 3+ reactions. The threshold setup modification performed to 3+ will prevent further similar events. There was no evidence of any systematic failure of the ortho reagent or analyzer to perform as intended. No further complaint of this type has been received from the customer site since the time of the reported events.